Event description:
It was reported that the device failed to recognize a connection to a therapy cable when trying to deliver therapy to a patient. The event reporter believed a back-up device was available and used on the patient; however this could not be confirmed. There was no further information on the patient or event provided.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio replaced the therapy pcb assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use.

Event description:
It was reported that the device failed to recognize a connection to a therapy cable when trying to deliver therapy to a (B)(6) female patient. The patient was initially in respiratory arrest. Another lifepak(r) 20e device was available and was used to deliver one shock to the patient. The exact delay between use of the first and second device was not known; however it was noted as being a short period of time. A different therapy cable was used with the second device. The patient was resuscitated and taken to the scu, intubated and placed on a ventilator.

Manufacturer narrative:
Physio-control further evaluated the removed therapy pcb assembly at the failure analysis center and determined the cause for the failure to be two burnt resistors, designators r149 and r150. Damage to the resistors could have been caused by customer's utilization of damaged therapy delievery accissories. However, further conclusive cause could not be determined.